Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 3 there was an air detected in cassette warning. The patient discovered fluid behind the cassette door and on the back of the cassette. In a follow up the patient's pd nurse verified knowing about the fluid leak report and said there was no harm, adverse event or intervention associated with the leak event. The night of the leak the patient completed treatment with a manual drain, but did resume using the cycler the next day without any ongoing issues.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 3 there was an air detected in cassette warning. The patient discovered fluid behind the cassette door and on the back of the cassette. In a follow up the patient's pd nurse verified knowing about the fluid leak report and said there was no harm, adverse event or intervention associated with the leak event. The night of the leak the patient completed treatment with a manual drain, but did resume using the cycler the next day without any ongoing issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.